Manufacturer narrative:
This event was reported by the distributor. The physician is: (B)(6). (B)(4). A sensor wire was returned. Visual analysis revealed that the shrink sleeve totally detached (sleeve missing). In addition, the ptfe coating is peeled at the proximal section and the distal end was bent. Therefore the portion of the reported complaint of ptfe peeled is confirmed. The customer returned the sensor wire without the shrink sleeve, therefore, no product analysis could be performed along the shrink sleeve to determine a possible problem. During the product analysis, the device was dimensional inspected and it showed the outer diameters were within specifications. Based on the condition of the returned device, engineers determined that the problem observed could be caused by interaction with other devices used in the preparation, handling or manipulation of the device and preparation factors involved could have induced the problem observed. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on the event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a sensor wire was used in the ureter during a ureteral lithotripsy procedure on (B)(6) 2021. During preparation, when the physician opened the package, ptfe coating was peeled, the procedure was completed with a new sensor wire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of shrink sleeve totally detached.